Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, aesculap as vega tibial component, unknown. Unknown, aesculap unknown femoral component, unknown. Unknown, aesculap unknown bearing, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020-02402. 0001825034-2021-01211. 0001825034-2021-01212. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: revision due to painful instability. Wear noted on the medial bearing. Tibial and femoral components removed at the bone-cement interface, lack of adherence of the cement-component interface noted. Competitor patella left intact, all other components revised without complication. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a right knee revision procedure approximately 3 years post implantation due to pain, discomfort, instability, and difficulty ambulating caused by aseptic loosening of the tibia component. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. This product was acquired by another company. Further reports will be submitted under the corrected manufacturing site.

Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. This product was acquired by another company. Further reports will be submitted under the corrected manufacturing site.